Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that three hurricane rx dilatation balloons were used in the proximal biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noticed that all the three balloons could not be inflated. Reportedly, the balloons were then removed from the patient for inspection and it was found that the balloons were leaking due to a hole at the distal part of the balloons. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with the fourth hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.